Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown

Event description:
It was reported that the pump exhibited a constant downstream occlusion. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, dirty housing, and broken battery compartment. Event history log confirmed a constant high alarm displayed for downstream occlusion. Functional testing was able to replicate the reported issue. The root cause was determined to be contamination of the downstream occlusion (dso) seal/sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.